Manufacturer narrative:
This product, is distributed outside the united states, but is similar to us distributed stent delivery systems.

Event description:
During an intervention procedure, the hub of the cypher sds was found to be cracked. There was no report of pt injury. Pt and procedural details are not available as per the reporting affiliate. The product has been returned for eval and testing; however, the engineering eval has not been completed. Add'l info will be submitted within 30 days of receipt.